Event description:
It was reported that a home patient (hp) felt full during dwell three of five on a homechoice (hc) device. The hp's fill volume was 2000ml. The technical service representative (tsr) had the hp stop therapy and perform a manual drain. The hp drained 3901ml of solution. The hp felt better after draining and was to resume therapy on the hc. The tsr arranged to exchange the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation, the returned device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test. No issues were observed during the external and internal inspections. Pneumatic system was evaluated and no leaks were found. All pressures were determined to be correct and stable. Short simulated therapy was successfully completed. During evaluation, no failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue was confirmed during the event history log review. The cause was determined to be one or more cycles advances to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received, however evaluation has not yet been completed. A review of the event history log of the device confirmed the reported issue. Should additional relevant information become available, a supplemental report will be submitted.